Event description:
Outbound. Cadd legacy pump #(B)(4) beeped and alarmed no disposable after it had been running while using pre-filled remodulin cassette, number unknown, reservoir volume between 14-20 ml. Put a new pre-filled cassette on backup pump and issue resolved. Patient discarded the cassette that was not working, no further details provided.